Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV

Event description:
Healthcare professional reported ¿rupture and capsular contracture baker grade IV ¿ . This record is for the left-side. Device remains implanted and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.

Event description:
Healthcare professional reported ¿rupture and capsular contracture baker grade IV ¿ . This record is for the left-side. Device was explanted.